Manufacturer narrative:
The returned device was evaluated. The device was received with damage to the outer shell and was found to a small tear in the soft cannula. The tear in the soft cannula could not be determined to have occurred before or after the damage to the outer shell. The root cause could not conclusively be determined. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that her blood glucose reached 380mg/dl while wearing the pod between 4 and 24 hours. The product was returned for evaluation.